Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the introducer is not implanted/explanted in the patient.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device will be returned.

Event description:
An impella cp was inserted via the right femoral artery and the 14fr sheath to support the 82 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The team did not follow best practices as outlined in the instructions for use. They did not remove the 14fr sheath, rather retained it in the artery against labeling and recommendation. The patient was sent to the ICU with both the 14fr and cp inserted. The impella accessed leg exhibited signs of ischemia in the ICU. With doppler they were unable to find the pulses distal to the cp. The leg was cooler and paler in color in comparison to the left leg. Vascular was consulted and an external bypass was applied to perfuse the limb. The device functioned and supported, p-3 with 1.5l/min flow with d5w with sodium bicarbonate in the purge solution until the team made decision to withdraw care. The patient expired after just over 6 hours of support. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, presenting in scai stage d and choice to withdraw care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.